Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of infection in stomach and peritonitis in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. (B)(6) 2012, the patient was diagnosed with and hospitalized for infection in stomach and peritonitis. Follow-up information was obtained from the nurse. The event of stomach infection was amended to peritonitis with culture positive for (B)(6). On an unreported date, the patient experienced touch contamination. The previously reported culture results revealed (B)(6). On an unreported date, the patient began remedial treatment with vancomycin ip and fortaz ip (doses and frequencies not reported). The cause of the peritonitis was the touch contamination. The patient was retrained in aseptic procedure. On (B)(6) 2012, the patient was readmitted to the hospital for peritonitis. The consumer stated the doctor was the cause of the peritonitis infection.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of a stomach infection and peritonitis in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient was diagnosed with and hospitalized for a stomach infection and peritonitis. Treatment was not reported. The patient had not recovered.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. This is report 1 of 2 in this peritonitis incident. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: gd891325 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.